Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device at the first firing of artery resection in segmental resection of lung and thoracoscopy. The surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however it was stiff and could not squeeze then could not fire the device. It was also noted that there were no staples deployed. Replaced by a new cartridge and the device became usable. The status of the patient was reported as no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. Staples did not deploy during functional testing. The device was disassembled and it was identified that the sled component was damaged as a result of being assembled backwards. The root cause of this failure has been attributed to human intervention outside the defined process and engineering controls of the assembly station. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.